Manufacturer narrative:
(B)(4).

Event description:
This ra lead was explanted and replaced due to dislodgement. The rv lead was also replaced at the same time due to dislodgement. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.